Event description:
It was reported that the patient presented in clinic for explant procedure. The right atrial (ra) lead was experiencing noise and low impedance values. The ra lead was capped on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Correction: UDI not available as product was manufactured on or before 9/23/2014.